Event description:
Regarding incident on (B)(6) 2016: carefusion alaris IV pump #khpb436 with channel #khpm674 programmed to infuse normal saline 1000 ml at 100 ml hour started on (B)(6) 2016 at 2252. At 0153 on (B)(6) 2016, noted that the bag of saline was almost completed. It should have taken 10 hours to infuse and had infused almost 1000 ml in 3 hours. The total infused volume on the pump stated 300 ml. Checked the IV tubing in the pump and it was seated correctly, started the infusion and noted that the drip chamber had rapid dripping. Had another nurse, (B)(6) rn, look at the pump and the tubing insertion and pump settings and she confirmed it looked correct and she also observed the rapid drips in the drip chamber. Removed the pump from the pt's room and took it out of service. Put another 1000 ml of normal saline on the tubing since the other one was empty and kept the previously programmed info in the pump and used the restore button to restart the pump. Had both (B)(6) rn observe the IV infusing and noted the fluid rapidly dripping in the drip chamber and even having spurts of fluid just flowing. The fluid was being directed into the trash can during this experiment. Both nurse confirmed the correct settings on the pump of 100 ml/hr. The house officer, dr. (B)(6) was notified at 3 am of the pt receiving 1000ml of IV fluid in 3 hours due to the pump malfunction and that the pt's lungs continued to be diminished, that the pt had no complaints or symptoms and that his blood pressure was 148/88 at 0214. Dr. (B)(6) came to see the pt and to assess the pt's lungs, she stated that there was no harm to the pt and she ordered to decrease the IV fluid rate to 50 ml/ hr. Dose or amount: 1000ml, frequency: 100cc/hour, route: intravenous. Dates of use:(B)(6) 2016 - 2252 - (B)(6) 2016 - 0153. Diagnosed or reason for use: syncope x2 likely orthostatic r/t hypovolemia second. Event abated after use stopped or dose reduced? Yes.